Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The x2 pump user guide instructs the user to remove any residual air from the cartridge while syringe is filled with insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 374 mg/dl. Customer does not practice proper air removal technique and sometimes uses cold insulin to fill cartridges. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.